Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Multiple site and cartridge changes were performed and no additional occlusion alarms occurred after the last supply change. The customer's blood glucose (bg) level was "hi" and a manual injection was administered to address the bg level. The manual injection decreased the customer's bg level to 300mg/dl. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, the customer received a valid incomplete bolus alert. Tandem technical support educated the customer in regards to this alert.